Event description:
Medtronic received information regarding an axium coil that failed to detach and was stretched. The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) associated with a ruptured left anterior cerebral artery (aca) saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 2mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that devices were prepared per the instructions for use (IFU). The coil was delivery from the microcatheter and two attempts were made to detach the coil with the instant detacher (ID) but detachment attempts failed. A second ID was not tried and manual detachment with the hypotube was also not attempted. During the third insertion attempt the coil unraveled to the system was removed and replaced to complete the procedure successfully. There was no associated harm or injury to the patient. Ancillary device: xt-17 catheter.

Manufacturer narrative:
Continuation of d10: product ID ID-1, (lot: unknown), section e) initial reporter/physician identifying information was not provided due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no resistance during delivery, retrieval, or positioning/repositioning the axium coil. There were no issues encountered prior to the non-detachment.